Manufacturer narrative:
This is a final report.

Event description:
Per the surgeons report, the pt was implanted with a flange fixture with abutment in 2005. The pt reportedly healed satisfactorily, but did have some skin overgrowth onto the abutment. The type of procedure used to treat the skin overgrowth was not reported. In 2006, the flange fixture and abutment fell out. Per the surgeon, there were no "particular local infection problems". The pt reported that she hit her head on an overhead shelf approx 6 mos before the fixture loss. No further info was reported. Analysis showed that all measurements of the device were within specs.